Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome and spinal pain. It was reported the patient's personal therapy manager (ptm) was showing a code of (B)(4), indicating empty pump. No patient symptoms were reported. No further complications were reported.